Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity were not provided. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an intracranial aneurysm, a 1.5 mm x 4 cm 190 cm deltapaq 10 cerecyte thermo-mechanical microcoil (cdf10015430/s10876) could not be detached. The coil was successfully removed from the patient and replaced to complete the procedure. There was no consequence or impact to the patient. The coil was still attached to the delivery system when removed and was not stretched. An enpower detachment control box (dcb) and control cable was utilized for the case. The same dcb and connecting cable were used to detach subsequent coils. A pre-deployment electrical check was performed. Neither a low battery light nor a fault light were visualized during the case. All connections appeared to fit properly without application of excessive force. The green system ready light illuminated. It is unknown if all lights illuminated when the power button was pressed. It is also unknown if the detachment light illuminated and the audible signal beeped during the detachment cycle. The product will be returned for analysis. No further information was provided.

Manufacturer narrative:
(B)(4) procode: krd/hcg. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an intracranial aneurysm, a 1.5mm x 4cm 190cm deltapaq 10 cerecyte thermo-mechanical microcoil (cdf10015430/s10876) could not be detached. The coil was successfully removed from the patient and replaced to complete the procedure. There was no consequence or impact to the patient. The coil was still attached to the delivery system when removed and was not stretched. An enpower detachment control box (dcb) and control cable was utilized for the case. The same dcb and connecting cable were used to detach subsequent coils. A pre-deployment electrical check was performed. Neither a low battery light nor a fault light were visualized during the case. All connections appeared to fit properly without application of excessive force. The green system ready light illuminated. It is unknown if all lights illuminated when the power button was pressed. It is also unknown if the detachment light illuminated and the audible signal beeped during the detachment cycle. No further information was provided. The device was returned with its inner pouch. Labeling on the inner pouch matched the product documented in the complaint. The embolic coil was located in the green introducer. There were no apparent kinks or bends in the device positioning unit (dpu) core wire. The ball tip was intact. There were no kinks or stretched sections in the embolic coil. The condition of the articulating joint and resistance heating (rh) coil was obscured by the green introducer. The v-notch of the resheathing tool was undamaged. The embolic coil was advanced out of the introducer to visualize the articulating joint and resistance heating (rh) coil. The articulating joint was intact. The rh coil had not been heated. The resistance of the device was measured and found within specification. The device was connected to lab detachment control box (B)(4) with enpower connecting cable (B)(4) and the power was turned on. The system ready light illuminated. The embolic coil was immersed in warmed enzyme solution and the detach button was pressed. The embolic coil detached. After detachment, microscopic examination showed that the rh coil had heated. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the embolic coil failed to detach was not confirmed. The embolic coil successfully detached under lab conditions. The device tested within specification for resistance and showed proper connectivity with the lab dcb and enpower connecting cable. The dcb and connecting cable used during the event were not returned. With the information available and without the return of the concomitant devices used, the exact cause of the reported event cannot be conclusively determined; however, there are circumstances of the procedure may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.